Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the femoral head impactor tip is missing from the device. The femoral head impactor tip was not returned with the device. This device shows signs of significant wear/usage. This device was manufactured in 2003. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the femoral head impactor plastic tip is broken. This occurred during a thr procedure. It is unknown if this occurred inside or outside the patient. It is unknown if there was any delay. It is unknown how the procedure was finished.